Manufacturer narrative:
(B)(4).a photo has been received and evaluated by baxter. The reported condition was confirmed. The root cause investigation for this failure mode is in progress.

Event description:
The facility representative contacted baxter to report an infusor that has ruptured during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.